Event description:
It was reported that an occlusion alarm occurred intermittently. System check was performed, and no issues were identified. Customer changed the pump supplies and the issue persisted. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.